Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event associated with a backup battery fault alarm was confirmed from the evaluation of the log file collected from the returned system controller, serial number (B)(4); however, the alarm was not reproduced during analysis. The collected log file contained approximately 2 days of data from (B)(6) 2019, per the time stamp. A backup battery fault alarm was captured at 02:24 am on (B)(6) 2019. The alarm corresponded to a backup battery load test failure and was the result of the unloaded voltage being captured below the acceptable threshold. The alarm cleared and reactivated two more times prior to the controller being exchanged at 10:54 am on (B)(6) 2019. The backup battery fault alarm did not affect the controller's ability to support the pump at the set speed. The returned system controller was connected to the returned backup battery, serial number (B)(4), and passed functional testing using laboratory test equipment and was able to support a mock circulatory loop for an extended period of time without any issues. The returned system controller was found to operate as intended during the analysis. During testing, load tests were performed and the controller passed each time without issue. As a result, the specific root cause of the backup battery load test failure recorded in the log file was unable to be conclusively determined during this investigation. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. System controller serial number (B)(4) was shipped to the customer on (B)(6) 2020. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ instruct users on how to resolve all alarms that sound from their controller, including backup battery fault alarms and alarms associated with yellow wrenches. The section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacture is closing the file on this event.

Event description:
It was reported that the backup battery was showing a message stating replace backup battery disconnected and reconnected but a fault message reappeared after 5 minutes. The battery was exchanged but the alarm reappeared after 2 hours. The vad coordinator exchanged the controller and no further alarms appeared.